Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, this patient complained of pain in their jaw as the implanting physician was manipulating the lead through the subclavia to the superior vena cava. Upon investigation, it was determined a dissection with a possible lead perforation occurred of the blood vessel occurred. The lead was removed and the procedure discontinued. No additional adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The full lead was returned with a stylet still inserted. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.